Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a drill bit ø0.8 l40/16 2flute broke during a procedure. While drilling to make holes in the bone, the drill bit fractured upon removal, leaving a small fragment embedded in the patient's bone. The surgeon was unable to extract the fragment and elected to leave it in place, as it was not located within a joint and was not expected to cause harm. The remaining portion of the drill bit was removed, and the procedure was completed successfully using another drill bit of the same specifications. There was no reported impact or consequence to the patient.